Event description:
Following the successful placement of a stent at the neck of the aneurysm, location unk, the physician was unable to place four coils. As the physician was repositioning the microcatheter and guidewire, there was a perforation. The physician was not certain as to what had caused the perforation. After confirming the bleeding had stopped, measures taken were not reported, the procedure was terminated. The pt was reported to suffer no ill effects due to this event and has subsequently been discharged home.

Manufacturer narrative:
For no allegation of product malfunction or non conformance.